Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a sudden return of their frequency symptoms this past week. The patient had tried to increase the setting, however was getting the poor communication screen. Troubleshooting included having the patient sync their programmer with the implant which showed the stim was on. The patient was able to increase the setting and was advised to use a voiding diary to track their symptoms. There were no contributing factors reported. No further complications were reported or are anticipated.